Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "improper use" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: procedure cancelled/rescheduled, unable to use device - attempted. Patient outcome: 104: cancelled/rescheduled - post sedation/sedation unknown, f23: unexpected medical intervention. Event description: it was reported that: after losing the transseptal and finding his way back to the la, the guidewire could not be advanced. The physician took out the farawave catheter and we noticed that the guidewire lumen was bent/kinked. The physician got a new farawave catheter and a new guidewire. The new guidewire got kinked almost right after. The procedure was stopped, and the staff noticed fluid in the pericardium on echo. Is capital equipment involved? No have you attached a photo or a video? Yes, clinical trial? No. Actions taken: replaced catheter procedure outcome procedure. Cancelled/rescheduled if cancelled, what was patient's sedation status: procedure stopped because of tamponade. Pericardiocentesis was performed. Patient was in (B)(6) at all times. Study export available (anonymized only)? No is fluoroscopic system portable? No advanced study export with sis data available (anonymized only) yes patient death? No patient complication(s)? Yes, if yes, please describe clinical observations, complication(s), actions taken/intervention, if actions/intervention resolved event and clinical outcome/resolution noting.: procedure was cancelled as it was impossible for (B)(6) physician to manuervre around and he did not know where he was. Tamponade was noticed on the echo afterwards. Pericardiocentesis was performed (1l of blood). It took a long time, but the patient was stable in the end and transferred to a different hospital (in (B)(6) note if the procedure was completed or not and if there was prolonged hospitalization the procedure was not completed. The ripv was not treated can you please provide photo/s if there is any yes how was the issue resolved? What troubleshooting steps were taken? The issue was not resolved. The procedure was ended as the patient had a tamponade picture will be sent with this form? Yes. Event date: 2026-3-5. As reported device codes: 1763: kinked. As reported patient codes: 9042: cardiac tamponade.